Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer stated that she was in the hospital in (B)(6) for diabetic ketoacidosis. The customer was treated with insulin and other IV. The customer stated that she was in the emergency room and had her pump taken off. The customer declined to provider further information.